Event description:
A potential defect with a different lot number of medtronic's paradigm silouette. I have been experiencing uncontrollable bg levels in the past few days, however, the lot number of the medtronic paradigm silouette is different than those being recalled. My glucose was over 600 tonight without a change in routine, three nights ago, it was over 500 and no change of routine. I have had to make several change out of infusion sets due to "non-delivery" notices from the pump in the past several weeks. The lot numbers that I have are: 616095 ref mmt-376 and 592038 mmt-378. I recently disposed of some empty boxes so I don't have those numbers.